Event description:
It was reported that a patient underwent a gynecological procedure on an unk date. During the procedure, the disposable handpiece was sputtering. The lights on the front of the motor drive unit were dimming. The procedure was successfully completed with multiple disposable handpieces with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 11/02/2007. Conclusion- the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.